Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in ventricular tachycardia (vt) and was dizzy but the implantable cardioverter defibrillator (ICD) did not provide therapy due to charge circuit timeout. The ICD was at end of service (eos) earlier than expected due to excessive charge time. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.